Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implantation of the subject pacemaker, temporary pacing inhibition was observed after a cardioversion shock (150j - delivered to reduce an atrial fibrillation). Pacing mode had been re-programmed to doo/80min - 1 before the shock. Defibrillation patches were placed on the chest and back. After the shock, pacing at around 30min- 1 was observed in both a and v channels on external ECG monitor; the pacing rate was back to 80min - 1 after a few seconds. The mode was then re-programmed to ddd/60min -1 and proper pacing was confirmed. A noise oversensing episode (non-physiological signals) correlated with the date/time of the shock was recorded in the implant memories. The physician requested an explanation.